Event description:
It was reported that labels on needle are partially peeling off and sticking to the labels of other needles with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the labels on the needle are not secure and affixing to the other labels causing containers to stick. This affects lot 9337216 heavily around 20% of the labels and seen to a far lesser frequency in other lots.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. Additionally, evaluation of the customer samples was performed and label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9337216. Medical device expiration date: 2024-11-30. Device manufacture date: 2019-12-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. " a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that labels on needle are partially peeling off and sticking to the labels of other needles with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the labels on the needle are not secure and affixing to the other labels causing containers to stick. This affects lot 9337216 heavily around 20% of the labels and seen to a far lesser frequency in other lots.